Event description:
A malfunction alarm code was reported, but it did not result in the customer¿s blood glucose level exceeding 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset instructions and assisted in resetting the pump, after which the malfunction did not recur.